Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular exhibited increasing impedance and high capture threshold. The lead revision was discussed but has not been performed yet. No patient symptom was reported.

Event description:
New information received, noted the patient presented in the clinic on 03/05/2019. Device interrogation revealed that the lead continued to exhibit high pacing impedances and high capture thresholds. The patient was in stable condition. No intervention was reported.